Event description:
It was reported that the insulin pump had 3 error alarms observed in the alarm history. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No unexpected alarms were noted during testing; however displayable history crc check failed on startup alarm was inside pump history due to corroded history file. The insulin pump passed excessive no delivery and self- tests. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.